Manufacturer narrative:
The complaint of a leak cannot be confirmed from the unused representative 20ga insyte autoguard units that were received in sealed unit packaging from lot: 5196585. A visual observation and functional test revealed no damage or defects on the returned samples. No occlusions or leaks were identified during the sample analysis. The affected units were not provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no related issues with the manufacturing process. The complaint has been documented, assessed for risk, and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We just returned from a run that we had to administer d10 to a diabetic patient. Initially we placed a 20g IV in the left ac. As ff rauch went to flush the IV he noticed bright red blood coming from around the insertion site of the catheter. He would retract the plunger on the IV flush and we both noted venous blood enter the flush, indicating that the 20g was in fact in the vein. We also noted no signs of infiltration distal to the IV site. I instructed ff rauch to slightly withdraw the catheter and flush again. Ff rauch withdrew that catheter approx. 1/4", depressed the plunger on the flush and we both witnessed a pinhole leak of normal saline squirt out of the catheter near the point of connection with the hub. Ff rauch then withdrew the catheter completely, we both inspected the catheter for any damage and found it to be intact as far as we could see. The catheter was not bent or otherwise damaged prior to use and the packaging was fully intact.